Manufacturer narrative:
The unit was received with a constant failed battery test alarm due to a faulty battery tube. The battery tube was disconnected and reconnected. No failed battery test alarm was noted afterwards. Unable to confirm weak battery alarm due to failed battery test. The unit was received with a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads.(B)(4).

Event description:
It was reported that the customer's insulin pump alarmed failed battery test every time the customer changed his battery. The customer stated that whenever the insulin pump accepted a new battery, he would receive a weak battery message. The customer also stated the batteries only last for a few days. The customer's blood glucose level was 238 mg/dl. Standard troubleshooting was started, but it was unable to be completed. The product has been returned. Nothing further was reported.